Manufacturer narrative:
(B)(4). Actual device not evaluated. Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards is unable to determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 29mm bioprosthetic mitral heart valve is failing after an unknown implant duration due to unknown reasons. A transcatheter mitral valve replacement is scheduled to take place. No additional details provided.

Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an unknown implant duration. The reason for re-operation was due to mitral stenosis and regurgitation. A 29mm transcatheter valve was implanted via transseptal approach and the patient was transferred to the ccu in stable condition.